Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, cable connecting the rear therapy electrode (te) and distribution node (dn) was pulled from the dn, damaging internal wires. The cause of the damaged cable and wires is excessive force placed on the electrode cable. No adverse event resulted from the broken wires.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.